Event description:
It was reported, the catheter broke one week after implantation. As a result, the catheter was removed in the cath lab and the port removed by surgery. The sample will be returning connected as the resident trimmed the catheter and reattached it to the port. There were no additional reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.